Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with about 100 units. The customer's blood glucose level was 122 mg/dl. It was confirmed that a new cartridge would be loaded after the call.